Event description:
Dear sven this unit alarmed on the same problem on the (B)(6) 2020 cer (B)(4). We couldn't recover the problem again this time as will , but as you can see in the logs there was a lot of alarms of 231005 tf we have testes and run the unit - o.k.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator in operation. The root cause was determined to be a defective inspiratory valve. In consequence the inspiratory valve was replaced. There was no patient or user harm reported.